Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient details and orders were delayed for all the stations. And all those were on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes and device manufacture date. Correction: section b describe event or problem. Correction: section d medical device brand name, medical device catalog #, medical device model #, medical device serial # and unique identifier (UDI) #. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details and orders were delayed for all the stations. A technical support specialist dialed into station via secure link and selected the desktop sharing option. Accessed the care fusion co-ordination engine (cce) console and ran message tracing, confirming that the orders were current. Verified that both usage mbm and es mbm were also up to date. Reached out to user, who confirmed that messages were successfully crossing. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the patient details and orders were delayed for all the stations. And all those were on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.